Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. Returned to manufacturer on: 30-jan-2024. H.6 investigation summary: bd received 1 returned sample from the customer for investigation. Visual examination of the sample revealed an insect inside tube. The device history records were reviewed with no issues identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the indicated failure mode of fm. The root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using an unknown bd blood collection tube the customer found an insect in the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using an unknown bd blood collection tube the customer found an insect in the tube. There was no report of impact to patient or user.